Manufacturer narrative:
The device was returned due to a catheter visualization issue. Connector pins 1-14 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported catheter visualization issue remains unknown.

Event description:
During the procedure, a clinically significant delay occurred. The catheter was not visualized in the correct location and two additional transseptal punctures were obtained. The catheter connecting cable was exchanged to resolve the issue and complete the procedure with no adverse patient consequences.